Event description:
It was reported that the patient passed away due to ischemic cerebrovascular accident that was diagnosed hours after the left ventricular assist device implant by computed tomography scan (CT). When sedation was lifted as trial per protocol, the patient was noted to not be moving their left side. The patient was not treated for the stroke and passed away. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.